Manufacturer narrative:
The reported event of header anomaly could not be confirmed. Final analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) system implant procedure. During the procedure, the right ventricular lead had dislodged so the physician disconnected the lead from the device and successfully repositioned the lead. When the physician attempted to reconnect the lead to the device, the hex wrench was unable to engage the set screw. The device was removed and replaced. The lead was successfully connected to the new device and the procedure was completed. There were no patient consequences.